Event description:
Event description guidant received information that this chronic right atrial pace/sense lead is demonstrating pacing lead impedance measurements of >3000 ohms. It was also reported that the electrograms (egms) indicate noise on the atrial channel. It was noted that the physician elected to reprogram the patient's implantable cardioverter defibrillator (ICD) as follows: one button detection enhancements (obde, i.e. Onset, stability, v>a and a fib threshold buttons load preset nominal values) for v>a and a fib to off and also adjusted the atrial sensitivity from normal to least. It was further noted that there may be a potential incomplete fracture of this lead.